Manufacturer narrative:
Six (6) open/unused. List #011-h3394, 30 cm (12") add-on set w/4 check valves, vented cap for inspection. The samples were received with the adaptor separated from the trifurcated connector. Evaluation of the bonds under uv light showing little to no solvent on each of the bond connections. All six returned samples had the adaptor and bond pockets measured all were found to have met dimensional specifications. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrective actions are in process.

Event description:
The event occurred on an unspecified date in 2025 and involved a 30 cm (12") add-on set w/4 check valves, vented cap where it was reported in the day hospitalization service, there were reports of disconnection of lines. The incident occurred during patient use, the patient was connected to the device, no adverse event, no delay in therapy, and no need for medical intervention. The incident occurred when placing the chemotherapy. The treatment was fully administered on a different line. No physical defects were noted prior to use. A reflux towards the outside was immediately stopped. The disconnection occurred under one of the fixation stopcocks from the top of the device tree. Three incidents were observed in 2025 and concern the same lot and the conditions are identical each time. The liberal nurse wants to connect an additional bag and then observes that the tip comes off.

Manufacturer narrative:
The device was returned for evaluation. However, testing has not yet been completed.